Manufacturer narrative:
(B)(4). Method: visual inspection; analysis of data log(s); interoperability evaluation; actual device evaluated. Results: interoperability problem. Conclusion: quality system deficiency. (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The reported power switching events were confirmed on the returned devices. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Log file analysis revealed multiple premature switching events involving (B)(4). These premature switching events are most likely due to momentary disconnections and communication anomalies between battery and controller. (B)(4) had received the smr upgrade prior to these events. (B)(4) did not trigger any premature switching events. (B)(4) were not in use during the analyzed period. Analysis revealed that the devices passed visual examination and functional testing.  These premature switching events are most likely due to momentary disconnections and communication anomalies between battery and controller. Heartware has opened an internal investigation to evaluate momentary disconnections between batteries and controller. Additional devices for this complaint: serial # : (B)(4): UDI number: (B)(4), return date-1/23/2017, method: visual inspection (B)(4), analysis of data log(s) (B)(4), interoperability evaluation (B)(4), actual device evaluated (B)(4). Results: no failure detected (B)(4). Conclusion: no failure detected, operated within specification (B)(4). Serial # : (B)(4): UDI number: (B)(4), return date-1/25/2017, method: visual inspection (B)(4), analysis of data log(s) (B)(4), interoperability evaluation (B)(4), actual device evaluated (B)(4). Results: interoperability problem (B)(4). Conclusion: quality system deficiency (B)(4). Serial # : (B)(6): UDI number: (B)(4), return date-1/24/2017, method: visual inspection (B)(4), analysis of data log(s) (B)(4), interoperability evaluation (B)(4), actual device evaluated (B)(4). Results: interoperability problem (B)(4). Conclusion: quality system deficiency (B)(4). Serial # : (B)(4): UDI number: (B)(4), return date-1/25/2017, method: visual inspection (B)(4), analysis of data log(s) (B)(4), interoperability evaluation (B)(4), actual device evaluated (B)(4). Results: interoperability problem (B)(4). Conclusion: quality system deficiency (B)(4). Serial # : (B)(4); UDI number: (B)(4), return date-1/24/2017, method: visual inspection (B)(4), analysis of data log(s) (B)(4), interoperability evaluation (B)(4), actual device evaluated (B)(4). Results: interoperability problem (B)(4). Conclusion: quality system deficiency (B)(4). Serial # : (B)(4): UDI number: (B)(4), return date-1/24/2017, method: visual inspection (B)(4), analysis of data log(s) (B)(4), interoperability evaluation (B)(4), actual device evaluated (B)(4). Results: interoperability problem (B)(4). Conclusion: quality system deficiency (B)(4). Serial # : (B)(4): UDI number: (B)(4), return date-1/25/2017, method: visual inspection (B)(4), analysis of data log(s) (B)(4), interoperability evaluation (B)(4), actual device evaluated (B)(4). Results: interoperability problem (B)(4). Conclusion: quality system deficiency (B)(4). Serial # : (B)(4): UDI number: (B)(4), return date-1/25/2017, method: visual inspection (B)(4), analysis of data log(s) (B)(4), interoperability evaluation (B)(4), actual device evaluated (B)(4). Results: no failure detected (B)(4). Conclusion: no failure detected, operated within specification (B)(4). Serial # : (B)(4): UDI number: (B)(4), return date-1/23/2017, method: visual inspection (B)(4), analysis of data log(s) (B)(4), interoperability evaluation (B)(4), actual device evaluated (B)(4). Results: interoperability problem (B)(4). Conclusion: quality system deficiency (B)(4). Serial # : (B)(4): UDI number: (B)(4), return date-1/24/2017, method: visual inspection (B)(4), analysis of data log(s) (B)(4), interoperability evaluation v, actual device evaluated (B)(4). Results : interoperability problem (B)(4) conclusion: no failure detected, operated within specification (B)(4). Serial # : (B)(4): UDI number: v, return date-1/23/2017, ethod : visual inspection (B)(4), analysis of data log(s) v, interoperability evaluation (B)(4), actual device evaluated (B)(4). Results : no failure detected (B)(4). Conclusion: quality system deficiency (B)(4). Serial # : (B)(4): UDI number: (B)(4), return date-1/23/2017. Method : visual inspection (B)(4), analysis of data log(s) (B)(4), interoperability evaluation (B)(4), actual device evaluated (B)(4). Results: interoperability problem (B)(4). Conclusion: quality system deficiency (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Other devices involved in this event: battery / (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Please note: due to new iata and dot regulations prohibiting the transportation of lithium ion batteries by air, investigations will be prolonged as we await the return of devices via cargo ship additional devices for this complaints: serial #: (B)(4) catalog # : 1650de exp. Date: 04/30/2017 mfg. Date: 04/30/2016, (B)(4). Serial #: (B)(4) catalog # : 1650de exp. Date: 03/31/2017 mfg. Date: 03/31/2016, (B)(4). Serial #: (B)(4) catalog # : 1650de exp. Date: 03/31/2017 mfg. Date: 03/31/2016, (B)(4). Serial #: (B)(4) catalog # : 1650de exp. Date: 01/31/2016 mfg. Date: 01/31/2015, (B)(4). Serial #: (B)(4) catalog # : 1650de exp. Date: 04/30/2017 mfg. Date: 04/30/2016, (B)(4). Serial #: (B)(4) catalog # : 1650de exp. Date: 12/31/2016 mfg. Date: 12/31/2015, (B)(4). Serial # (B)(4) catalog # : 1650de exp. Date: 03/31/2017 mfg. Date: 03/31/2016, (B)(4). Serial #: (B)(4) catalog # : 1650de exp. Date: 01/31/2017 mfg. Date: 01/31/2016, (B)(4). Serial #: (B)(4) catalog # : 1650de exp. Date: 12/31/2016 mfg. Date: 12/31/2015, (B)(4). Serial #: (B)(4) catalog # : 1650de exp. Date: 06/30/2017 mfg. Date: 06/30/2016, (B)(4). Serial #: (B)(4) catalog # : 1650de exp. Date: 09/30/2016 mfg. Date: 09/30/2015, (B)(4). Serial #: (B)(4) catalog # : 1650de exp. Date: 06/30/2017 mfg. Date: 06/30/2016, (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. The company is seeking this information through the event investigation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Product has been not return.

Event description:
It was reported that power switching was identified via log file analysis performed during device evaluation. No further information was provided.